Event description:
Liver issues [liver disorder]. Case narrative: initial information received on 23-jan-2019 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5082533. This case involves adult patient who experienced liver issues, after he/she the medical device hylan g-f 20, sodium hyaluronate (synvisc one) (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient was not sent for hylan g-f 20, sodium hyaluronate since 2016. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at dosage of 6 ml via intra-articular route for once only (lot - 5rsf004, 30-apr-2018) for osteoarthritis of knees. On (B)(6) 2018, patient developed liver issues. The patient had undergone two hospitalizations. Final diagnosis was liver issues. Corrective treatment: not reported for the liver issues. Outcome: unknown for liver issues. Seriousness criteria: hospitalization and medically significant for liver issues. A product technical complaint (ptc) was initiated on 29-jan-2019 for synvisc one. Batch number: 5rsf004; global ptc number: (B)(4). The production and quality control documentation for lot number 5rsf004 expiration date (2018-04-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 5rsf004 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 29-jan-19 there are 12 complaints on file for lot number 5rsf004 and all related sublots. There are 12 complaints on file for lot number 5rsf004: (3) tip breakages, (1) detached luer lok hub, (1) broken luer lok hub, (1) leakage, (2) finger flange breakages, (2) broken syringe barrels and (2) adverse event reports. Sanofi will continue to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA was required. Additional information was received on 29-jan-2019 and 30-jan-2019 (processed together with clock start date of 29-jan-2019). Global ptc number and its results were added. Text amended accordingly.